Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the black box revealed an unexplained power on reset event on (B)(6) 2016 at 15:13; deliveries were never resumed. A ¿replace battery¿ alarm was recorded on (B)(6) 2016 at 02:12; deliveries resumed at (B)(6) 2016 at 11:49. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or any errors, alarms or warnings that occurred during the investigation. The reported inaccurate delivery complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked above and below the bumper pad. Also unrelated to the complaint, the pump was found to have no audio tone when powered on. The pump cover was removed; a crack was found in the solder joint of the piezo. The crack was re-soldered and the sound feature of the pump was functioning appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification alleging a history/settings (inaccurate delivery) issue. This complaint is reportable as there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.